Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) falsely detected right atrial (ra) lead atrial tachycardia/atrial fibrillation (at/af) due to muscle contractions. The lead was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) falsely detected right atrial (ra) lead atrial tachycardia/atrial fibrillation (at/af) due to muscle contractions and exhibited low p waves. The lead was reprogrammed remains in use. No patient complications have been reported as a result of this event.